Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a software error. There was no patient or user harm.

Event description:
Case 1: when oxygenation is activated suction tool works once, another time not case 2: patient 3 years old with cannula on life support in niv-st mode. At full disconnection, there was no red alert. This was arround 15:30 on (B)(6). Some strange things happened with ths device and the customer lost their trust in this ventilator. It is very difficult to get the complete situation in the picture. Can you please study the files very carefully? I send you the logfiles from both dates. From (B)(6) and (B)(6).